Event description:
It was reported that patient had experienced a loss of therapeutic effect. It was reported that patient had felt like their implantable neurostimulator (ins) was ¿shorting out¿ and that stimulation was cutting in and out. This reportedly began about one week prior to call. Patient had an appointment scheduled for (B)(6) 2013, and wanted a representative present. On (B)(6) 2013 (B)(4) (rep): additional information reported that #5 contact measured >10,000 ohms. It was noted that reprogramming took place with using the #5 contact. It was reported that the patient had coverage, and that stimulation was comfortable and not cutting in and out.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).